Event description:
This ra lead was implanted on (B)(6) 2006. And was explanted on (B)(6) 2011. It was damaged, during pocket revision. And was explanted and replaced. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).